Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set had a hole in an unspecified location which resulted in a leak. This event was discovered during priming of the set and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater functional testing was performed and revealed a hole in the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue during packaging of the device. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.